Event description:
Customer reported a hospitalization on (B)(6) 2014 for diabetic ketoacidosis. Customer experienced nausea and extreme abdominal pain. Her blood glucose was 500 mg/dl when hospitalized. She was treated with an insulin drip and pain medication. In troubleshooting, the drive support cap was protruded. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was bent. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.